Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. It was not retained by the customer. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that there was a blood found in the intra-aortic balloon (iab) during therapy. The blood was noticed in the helium tubing when the cardiosave iab console generated a catheter restriction alarm. This occurred in cvicu (cardiovascular intensive care unit). The patient was taken back to the operating room for the catheter to be replaced. No patient harm or serious injury was reported, and there was no adverse event reported. The date of the event is unknown.